Manufacturer narrative:
H6: investigation summary: two photos were received by our quality team for evaluation. From the photos, correct top web printing and the syringe product with correct scale line printed was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. For this product, the printed barrel scale up to 3ml is shared with both 2ml and 3ml syringes. These products can be differentiated by the top web packaging, the shelf label, and the case label. This incident has been added to our database of reported incidents.

Event description:
It was reported that 100 bd 2ml syringe slip tips experienced incorrect label information. The following information was provided by the initial reporter: it was reported by the customer that they ordered 2ml syringes 302204, but the box contained 3ml syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd 2ml syringe slip tips experienced incorrect label information. The following information was provided by the initial reporter: it was reported by the customer that they ordered 2ml syringes 302204, but the box contained 3ml syringes.